Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
Ventec received a copy of voluntary medwatch report mw5176202 which stated the following: "caregivers of patient said that they came in the bedroom and he "wasn't getting any oxygen" so they eventually bagged him until ems arrived and started their own bagging and chest compressions. They pointed to the vent and said, "that thing wasn't blowing any air, he wasn't getting any oxygen." They could not provide any other details. I reviewed the alarm log on the vent from that day and saw many alarms during the time frame they described, but nothing indicating the vent was malfunctioning. They also reported that he ended up having tracheitis once they got him to the hospital. They said they had seen green mucus somewhere around the trach site but didn't know that it was something to be worried about." Ventec contacted the initial reporter for additional information and was advised that the patient survived the reported event.

Manufacturer narrative:
H6: ventec contacted the reporting facility to see if the device would be returned to ventec for an evaluation. Ventec was provided with the following response: "we sent an rt [respiratory therapist] out to the home and completed a ventilator download. The download was analyzed and displayed that everything was working properly and alarming properly at time of event. The hospital clinical team had no concerns about the ventilator operation. Based on final analysis after reviewing the download and conferring with respiratory therapist, patient family, and hospital staff involved, they did not feel like the ventilator malfunctioned. The parents declined to have the ventilator exchanged." The device was not returned to ventec for an evaluation. Based on the information provided by the reporting facility there is no evidence that the device use contributed to the patient's alleged desaturation, however, the cause of the patient's desaturation could not be determined.